Event description:
A customer contacted beckman coulter inc. (Bci) in regards a smoke smell generated from the coulter lh 750 analyzer and the scope module did not have a display. The customer unplugged the system from the ac supply. No flames, arcing or shock was reported. No death, injury or medical attention was needed.

Manufacturer narrative:
A bci field service engineer (fse) indicated the smell was being generated from the crt and replaced it. A clear root cause is undetermined for this event.